Event description:
Acct. Reports that the "rubber piece on the injection site erupted" when used with power injector to inject contrast. States "contrast sprayed all over." States occurred multiple times with same lot number. States they have used this procedure & product for several years without problem. No medical intervention needed for pt, changed injection site which is considered a nursing procedure.